Event description:
It was reported that after several years of being implanted this inflatable penile prosthesis (ipp) stopped working. Upon explant, it was found that the system had experienced complete fluid loss; the reason for this fluid loss was not specified. A new ipp was implanted. There were no patient complications reported.